Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring damage (a cracked retainer) was confirmed. Cosmetic damage was confirmed at the case/retainer ring. Unable to verify customer alleged for high bgs and low bgs. Unable to perform the required testing, verify possible over delivery, upload pump to carelink, download history files and traces using thus due to a blank display. Blank display was confirmed, suspected on pcba 1. However, a test pcba 1 was used. Powered the pump on using the aa 1.5v battery and continued self test, upload pump to carelink, download history files and traces using thus. Customer alleged for possible over delivery was unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported issues with the insulin delivery and cracks on the insulin pump. The customer experienced low blood glucose. The customer blood glucose value was unknown. The customer was treated low blood glucose by emergency medical service. Troubleshooting was performed. No further patient complications were reported. The customer will discontinue to use the insulin pump and the insulin pump will be returned for analysis.

Event description:
Customer stated they wanted to confirm if the pump was working properly, and this was for two months, and they discovered that the pump was being recalled on (B)(6) 2023. Customer was taken by the paramedics to the hospital on (B)(6) 2023. Pump was used within 48 hours of the reported event. Auto mode was inactive. Customer said the clear retainer ring was intact and the reservoir locked into place. Customer was not disconnected during rewind/prime sequence.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.